Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, unexpected error test, displacement test and basic occlusion test. The pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform occlusion test and excessive no delivery test due to prime anomaly. All bolus delivered during testing were properly recorded at the pump history file. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners, broken belt clip slot, stripped battery cap coin slot and minor scratched display window.

Event description:
The customer reported via phone call that they experienced drive/motor anomaly. The customer's blood glucose value was unknown. The customer stated that the pump does not deliver insulin during bolus. The customer stated that the bolus does not show up in the history. The product was returned for analysis.